Event description:
It was reported that during an uvulopalatopharyngealplasty surgery two dyonics saw blades broke, with one becoming lodged in the soft tissue. A small incision was required to remove the blade. According to the hospital contact, the blade piece was completely recovered and the patient did not experience any complications.